Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The phaco handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece which found the phaco handpiece met product specifications. The phaco handpiece was then connected to a calibrated ophthalmic operating vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The returned phaco handpiece was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating handpiece did not emit ultrasonic waves and exhibited poor aspiration during surgery. An alternate handpiece was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested. Additional information received further clarified that the ophthalmic operating handpiece exhibited poor aspiration during a phaco step.